Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the patient interfaced used had a lack of suction prior to laser firing. The issue was discovered after patient applanation. A brief description from the surgery center indicated there was lack of suction and the laser treatment was converted to a photorefractive keratectomy (prk). The procedure was completed successfully.